Event description:
It was reported that the sheath disconnected from the hemostasis valve, during infusion of dopamine through the side port. The pt lost 100 to 200cc of blood, developed junctional rhythm, and expired. The pt was seated in a chair at the time of the incident. It is unclear how the disconnect occurred. The pt had a known cardiac history and intra-op cardiac complications during repair of a hip fracture, and also post-op mi and other complications with junctional rhythm.